Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise and decrease in r-wave amplitude was observed. Lead dislodgement was suspected. Patient was asymptomatic. Lead was explanted and replaced. Patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the patient also received inappropriate shock when the lead was dislodged.